Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Implanted a variax clavicle. Date is not known. The patient is a building contractor and he carried something on his shoulder while working. After that the variax plate was exposed around the incision. Removed the variax clavicle from the patient as treatment.

Manufacturer narrative:
The reported incident that an ¿unknown variax clavicle plate¿ was exposed from the patients` skin, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided (s-03 / no failure mode can be confirmed). The reported plate was not returned and the lot no was not communicated therefore a visual and manufacturing inspection could not be performed. However, it was reported that the patient, while working as a building contractor, after the implantation, carried something on his shoulder. This indicates that the loosening/exposure incident most likely occurred due to incorrect post-operative care. The IFU (v15013) clearly states that ¿these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ [¿] ¿the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation.¿ it was not reported how long after the implantation of the device, the exposure occurred. However, if the patient, during that period of time, had not followed the physicians` recommendations, it is quite possible that ¿complications might have occurred, for example fracture or loosening of the implant or instability of the implant system.¿ therefore, informing the patient that the implantation ¿cannot and does not replicate a normal healthy bone (IFU v15013)¿, that it generally affects their way of living, and that it ¿can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that it has a finite expected service life and may need to be removed at some time in the future (IFU v15013),¿ is the most crucial thing. Based on the investigation the case could be classified as a patient-related, due to an incorrect post-operative care. A review of the device history was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Implanted a variax clavicle. Date is not known. The patient is a building contractor and he carried something on his shoulder while working. After that the variax plate was exposed around the incision. Removed the variax clavicle from the patient as treatment.